Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the arteriotomy locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked with the tips of the sheath and carrier tube cut from the assembly. Functional testing was unable to be performed due to the condition the sample was returned to. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported the following an antegrade and successful percutaneous transluminal angioplasty (pta) intervention of the left superficial femoral artery (afs), the physician attempted to seal the puncture using an angio-seal 6f. The procedure proceeded smoothly until the final step when, while pressing the collagen against the vessel wall and applying moderate tension to the entire system, the physician inadvertently extracted everything (anchor and collagen). Subsequently, he applied manual compression to the puncture site for several minutes and secured a pressure bandage on the patient for 8 hours. Additional information was received on 19 august 2024: a 6fr procedure sheath was utilized. A pre-deployment angiogram confirmed the patient's stability. Blood loss was minimal, less than 250cc's. Details about procedures performed on the patient prior to the angio-seal usage are unknown, as are the concomitant medical products used with the angio-seal.

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.